Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. The customer obtained high sensor readings and experienced a seizure, requiring third-party treatment of food by a non-healthcare professional. The customer was taken to hospital an unspecified amount of time later, tests were done, and the customer diagnosed with hypoglycemia. However, it was reported that no further treatment was provided. There was no report of death or permanent impairment associated with this event.